Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to clogging of nozzle, air/water supply volume did not meet the standard value, nozzle had foreign objects, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob out of the standard value, adhesive on angle rubber cracked, adhesive on angle rubber chipped, adhesive on angle rubber had white-clouded area, paint on air/water-cylinder and suction cylinder peeled, switch 4 worn, protector of universal cord on scope connector side scratched, adhesives around objective lens had white-clouded area, objective lens scratched, adhesives around light guide lens had white-clouded area, connecting tube cut, connecting tube dented, and due to a scratch on objective lens, the image has dark area partially. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite gastrointestinal videoscope having poor air/water supply. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed. The following information was provided regarding user's reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was known and the scope was not used on a patient. The customer noted "histo" acrylic. No further information was provided regarding pre-cleaning and manual cleaning methods. Olympus will continue to monitor field performance for this device.